Manufacturer narrative:
Combination product: yes. Sentus promri otw bp l-85 sn: (B)(6): upon receipt, the lead sentus promri otw bp l-85 sn: (B)(6) was found cut 50 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment. An additional cut was found 30 cm proximal to the lead tip. These cuts probably occurred during the extraction procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuts, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Protego promri s 65 sn: (B)(6): upon receipt, the lead protego promri s 65 sn: (B)(6) was found cut 23.5 cm distal to the df4 connector pin. All fragments were received for analysis. An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The analysis showed multiple abrasion marks along the distal fragment. In particular 7 cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for these leads were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the leads functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the patient received inappropriate shocks from this rv lead due to oversensing in the ventricular channel. Additionally, high out of range pacing impedance was observed. Furthermore, the lv lead showed loss of capture. Both leads were extracted and replaced by a new system.

Manufacturer narrative:
Combination product: yes.